Event description:
It was reported by the caller that an adverse event occurred. The caller stated that after ablating the pulmonary veins, the physician attempted to perform a cavo-tricuspid isthmus (cti) ablation using the boston scientific pfa catheter. The caller noted that after the pfa ablation of the cti line, the patient went into a ventricular tachycardia rhythm. The patient was administered lidocaine and was defibrillated. The patient was in sinus rhythm after the defibrillation. A cardiac catheterization procedure was performed on the patient. The caller noted that the coronary arteries were patent. The patient was in stable condition at this point. The patient was then admitted for overnight observations. The caller noted that the octaray catheter and deca nav catheters were used during the procedure. The caller was unable to provide the deca nav catheter information. The caller noted that the octaray catheter was not available for return. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).